Manufacturer narrative:
Follow-up #1: date of submission 01/05/2014.device evaluation: a retained sample from the same lot number was tested. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak/force/fill test was performed with no failures observed and no fluid leaking out of at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2013 alleging elevated blood glucose of 20 mmol/l with extreme thirst. This reported event does not meet animas¿ criteria of a reportable adverse event. The reporter stated small air bubbles sometimes form in the connection between the insulin cartridge and the tubing. During troubleshooting by customer support, there was no issue found with the supply preparation technique. The reporter stated that the blood glucose level returns to normal range when the cartridge and set are changed. This complaint is being reported because the air bubble issue remained unresolved with troubleshooting. No product is being returned to animas for investigation.

Manufacturer narrative:
(B)(6). The subject cartridges are not being returned to animas. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.